Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A nurse had reported a failed cubie pocket. The user had run the recovery process; the pocket was ejected, and the medication was unloaded as per the application procedure. The customer had not known what to do with the cubie that contained medication, so the user had inserted the cubie back into the drawer. The customer had confirmed that when a station ejected a failed cubie pocket, it was then recovered. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.